Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had a close door alarm when the pump was powered on. The cause was identified to be an out of the adjustment door hook which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a close door alarm when the pump was powered on. No additional information is available.